Event description:
The customer reported that the system failed to boot to a usable state. No pt injury or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The keyboard and mouse connections were evaluated and reconnected. The sys was tested and found to be working as intended and returned to svc.